Manufacturer narrative:
Pump was received with normal operating currents. Pump was monitored and no unexpected failed battery test alarm occurred during testing. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call that they received a failed battery test alarm despite multiple battery changes and troubleshooting. Customer's blood glucose reading at the time of the call was unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.